Manufacturer narrative:
Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Consultant reported during a procedure the surgeon was using the push-pull reduction device to reduce a fracture and as the surgeon was removing the device the tip broke off in the pt's bone. Surgeon was unsuccessful at removing the broken tip and it remains in the pt's bone.